Manufacturer narrative:
Device enroute to MFR, investigation still in process.

Event description:
Per sales rep, the instrument disassembled at the pivot point. Report given to rep from the hospital, no further details available.